Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels and pericardial effusion/cardiac tamponade are potential adverse events associated with standard cardiac catheterization, and balloon aortic valvuloplasty (bav). According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien xt valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, procedural factors appear to have caused or contributed to the event. The pseudoaneurysm may have resulted from a minor annular rupture developed due to over-expansion of the second xt valve (reported under reference manufacturer report number 2015691-2015-03596). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(4) affiliate, 23 days after the implantation of a 23mm sapien xt valve, the xt valve was explanted due to a surgery for a pseudoaneurysm. The patient underwent a valve-in-valve procedure during the tavr and a minor annular rupture developed due to over-expansion of the second xt valve. A pseudoaneurysm developed in the aorta. The date of the diagnosis is unknown. Despite the prolonged monitoring, the pseudoaneurysm was not thrombosed; the team decided to perform a surgical intervention. During the surgical intervention for the pseudoaneurysm, the xt valve was explanted and a surgical prosthesis valve was implanted. The surgical avr was successfully completed and the patient condition became stable.